Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete. The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that during testing at the user facility, the micro reciprocating saw was running without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was duplicated. Upon disassembly the motor assembly was corroded.

Event description:
It was reported that during testing at the user facility, the micro reciprocating saw was running without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.